Event description:
Osvii device was implanted in a patient's head. At the time of implantation the device broke and was explanted. The device was replaced with another osvii. No patient injury was reported.